Event description:
Two months post-implant, poor r-wave sensing, intermittent t-wave oversensing and decrease in impedance were observed. It was noted that the patient was shearing and carrying sheep on his shoulder six days after implant. Lead dislodgement was suspected. Patient had received successful high voltage therapy for vt experienced while carrying a sheep on his shoulder. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.